Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she wore a tampon for approximately two hours and upon removal the string pulled the outside layer of the pledget leaving the inside portion stuck to her vaginal walls. She experienced pain when she manually removed the remaining pieces of pledget out of her vaginal cavity. She stated she had vaginal cramping for a few days after removal. She did not seek medical attention. Her symptoms resolved and she did not experience any adverse health effects.